Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported false downstream occlusion which was reproduced when troubleshooting the device. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the force sensor calibration reading out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The problem occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.